Manufacturer narrative:
The customer returned the pump for alleged cybersecurity - hacking allegation on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. [Per (B)(6) ¿ r&d engineer (please see the attached email for the highlighted sections) as per following statement from the complaint, I have analyzed all mealwizardestimate and bgreading events from (B)(6) 2023 to (B)(6) 2023. ¿.. Approximate time and date of when the event began: (B)(6) 2023. Duration of event: every day and every time he is to eat a meal.¿¿ and ¿the pump than later when he is around 12-13 mmol/l then starts to adjust itself?¿ the highest bg reading from the linked bg was 202 mg/dl =11.2 mmol/l: (B)(6) 2023 19:58:47.000 bgreading (130) eventtype = 130 sourceid = 139 historyrecordlength = 23 systemtime = (B)(6) 2023 19:58:47.000 bgvalue: 202 sourceid: 11 systemtime: (B)(6) 2023 19:57:51.000 options: 15 => { bgreadingdisplayunits: mmolperl (1) bgreadingorigin: bgreadingreceivedfromrflinkedbgm (1) reserved: 1 bgreadingcontext: useracceptedremotebg (1) } attached are all mealwizardestimate and normalbolusdelivered events. Conclusion: based on the pump history, I cannot confirm the user statement regarding insulin reduction. The mealwizard estimate worked as expected making decision based on the bg targets, food input, sg,carb ratio, active insulin, corrections. All programmed amount of insulin was successfully delivered (please see highlighted in the attached).] Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 20-jul-2023 in the pump history file. (B)(6) 2023 19:58:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:58:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 19:08:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the due to cyber security or hacking issues, care-link was successfully able to upload, but later inaccurate readings were seen due to hacking. The consumer's insulin pump has recently stopped giving the right amount of insulin during lunch it deducts and then the customer goes up to 12-13 mmol/l when it then starts correcting itself. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.